Event description:
During a supraventricular tachycardia procedure, when the tacticath catheter was connected, there was a "catheter impedance error" as well as an "se port error" resulting in a delay. The error was present when using either se port 1 or 2 on the amplifier. The ampere was replaced, as well as the ampere connect cable and the catheter, but the issue persisted. The amplifier was then replaced, and the issue resolved.

Manufacturer narrative:
One ensite x amplifier was received for evaluation. The field reported event was able to be duplicated by navx impedance clinical visualization testing. Visual inspection revealed the front ports, rear ports, and chassis show signs of wear consistent with use over time. This system was put into a full clinical study form using the ensitex display workstation. It was noted that the electrical sensor for se1 and se2, could not be displayed within the application due to an impedance condition, which matches the reported symptom. The system was also periodically making the tactisys go in and out of ¿red¿ state, where the force data would pop-up multiple times stating a fiberoptic connection symptom check the catheter connection. The force went to 450g and the fti was constantly climbing, until the catheter lost communications. It was also noted that even though se1/se2 did not display the catheter, it was identified as blue working as expected, though neither navx mode or voxel mode would enable (magnetic/sensor) visualization within the clinical studies. The tactisys red condition was attributed to the tacticath test catheter, as it appears crystallization within the shaft was responsible. It was noted that an overcurrent against slot 4 was observed. When sanity testing it was noted that the ampere could not connect, and a reboot of the ampere was required, this is evidence that the system-on-module (som and subsequent sfp 100t lc/lc) was primarily to blame for the (ampere channels 53-56) signal communication symptom. It was noted that the system set up of the test bed amplifier allowed the catheter (tacticath se) signals to work, identifying that the amplifier was the cause and no previous functional tests will catch this condition (other than clinically navigating). Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to the som and subsequent ampere sfp. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.